Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. The device will remain implanted. The patient requested discontinuation of remote monitoring. No adverse patient effects were reported.